Event description:
The iab was inserted into the pt on 11/24/97. On 11/28/97, blood was noted in the tubing and the iab was removed. No second was inserted into the pt. (Event complications: none from the event - reported 12/12/97.) (Pt's current status: expired - rpt'd 12/12/97.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.